Event description:
It was reported that the connection got fractured and was removed by snaring. The target lesion was located in the right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connection part was fractured. The device was removed completely by snaring. The procedure was completed with another of same device. No complications were reported, and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. Inspection found the shaft was flattened 4-6.5cm, 9-11cm, and 15.5cm proximal of the tip. The tip was flattened, and there was collar detachment. There was no other damage or defects observed.

Event description:
It was reported that the connection got fractured and was removed by snaring. The target lesion was located in the right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connection part was fractured. The device was removed completely by snaring. The procedure was completed with another of same device. No complications were reported, and patient was stable.